Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and after the reset, the cgm error code did not display again, allowing the customer to successfully start their sensor session.